Event description:
Pt on IV antibiotics by PICC at home. Have had dvt complication secondary to PICC line that is being used. The pt requiring at least 3 months of anticoagulation with a parenteral medication initially and then long-term coumadin therapy.

Event description:
It was reported to baxter (B)(4) that two intermate lv250 devices were leaking during set-up. This is report number 2 of 2. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of a leak. The root cause was determined to be insufficient bonding. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Trend review determined that baxter has received similar reports. A follow up report will be submitted if additional information becomes available.